Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the handle patient side system (pss) due to a switch sticking out. The system was tested and verified as ready for use. Isi has received the handle pss for evaluation, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post failure analysis investigation and if additional information is received. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple instances of error 25741 occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: it was reported that during a single port (sp) da vinci-assisted surgical procedure, an error 25741 was displayed when docking. The customer converted to a multiport procedure after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted single port (sp) simple prostatectomy surgical procedure, an error 25741 was displayed when docking. The site tried to recover the fault by performing an emergency power off (epo), and cycling the cannula mount lever, however, the error persisted. The procedure was converted to a da vinci multiport system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side system (pss) handle involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. It was found that the button switch was catching on the side of the button switch opening and staying depressed when pressed. After the switch leaf springs were loosened and realigned, the button switch was able to function properly.

Event description:
Refer to h10/h11 for follow-up information.